Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent crosstalk and inappropriate mode switching were observed due the atrial noise. Noise was not reproducible with pocket stimulation, provocation, manipulation, and ect testing. Device remains implanted. Patient will continue to be monitored.